Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped receiving effective therapy after falling. X-rays were taken and revealed lead migration. Reprogramming temporarily provided effective therapy. As a result, the patient's lead was repositioned via surgical intervention on (B)(6) 2017. Surgical intervention resolved the patient's issue.